Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there have been communication errors with the devices throughout the hospital. Per the reporter, the issue has been occurring since "mme" started cleaning devices last december. Although requested, no patient information provided.